Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that the filter bag could not be retrieved. A filterwire ez embolic protection system was selected for use. At the end of the case, it was noted that the physician could not retrieve the filter. Furthermore, both the std retrieval sheath and the bent tip retrieval sheath would not navigate past stent struts. The filter was pulled back without the sheath and a stent proximal to the filter was disrupted upon pulling back the filter. No patient complications were reported and the patient's status was fine.